Event description:
Information was received from a patient regarding an external device. Pt did not have the controller with him. The reason for call was patient stated his controller has quit working this past weekend. Patient stated he charges the controller before he leaves for work and then he charges his implanted neurostimulator battery. Patient put the controller down to charge the implanted neuro stimulator this weekend and it would not power on. Patient verified that he had just charged the implanted neurostimulator a few days before. Patient service specialist is going to call patient back tomorrow to do more troubleshooting. Additional information received from patient. Patient called back and repeated previously documented information. Agent had patient remove battery pack and plug controller into ac power supply; patient confirmed controller screen did not power on. Patient reported no green light illuminated on ac power supply (tried multiple outlets). An email was sent to repair for replacement ac power supply. Additional information received from patient. Patient called back from number on file and repeated previously documented information. Patient mentioned they received replacement ac power supply from this case but the controller was still not working. Patient mentioned they tried other outlets and need a new controller since they've been without it for a week (agent understood it as therapy). Patient mentioned the stimulator makes a difference in how they feel. Patient did not have equipment as they were out of state and agent informed patient we would need to check the contacts and pins of the external equipment for any visible damage. Patient insisted the controller be replaced. The issue was not resolved. An email was sent to repair to replace the controller. Patient mentioned historical information; patient mentioned their belt was replaced before.

Manufacturer narrative:
Event date is approximate. Month and year are confirmed valid. References the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory brand name ; product ID 97745nt serial: (B)(6) product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.